Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly and the battery power cable assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and battery wire harness assembly. It was observed that connector j11 on the battery power cable assembly and connector p11 on the power pcb assembly were both worn. The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary¿ report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.